Manufacturer narrative:
Update: section d10 - concomitant product added, and section h4 - device mfg date updated from blank to 1/1/2015 service inspected the instrument, and found a broken cuvette segment, no cuvettes (rohs), and the mixer cups not washing properly. The cuvette segment was replaced, and the mixer wash cup valve was adjusted which resolved the issue. Return testing was not completed as returns were not available. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for c401700. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the cuvette segment, no cuvettes (rohs), did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial c401700, or the cuvette segment, no cuvettes (rohs) was identified.

Event description:
The customer observed discrepant total bilirubin results generated on the architect c4000 for a patient sample. The following data was provided (customer¿s reference range 0.2-1.2 mg/dl): sample ID (B)(6)initial result =<0.1 mg/dl, repeat = 4.9 mg/dl no impact to patient management was reported.

Event description:
The customer observed discrepant total bilirubin results generated on the architect c4000 for a patient sample. The following data was provided (customer¿s reference range 0.2-1.2 mg/dl): sample ID(B)(6) initial result =<0.1 mg/dl, repeat = 4.9 mg/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry: (B)(6). All available patient information was included. Additional patient details are not available.